Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that unit had a loose x- stage cover due to being run into wall. Covers also were damaged. Drive chain links dry. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic manufacturer representative (rep) received information from a site coordinator regarding an imaging system outside of a procedure. The coordinator told the rep that the imaging system covers were damaged and the issue was noted over the weekend, outside of a procedure and no patient was involved with the issue.